Event description:
Per independent repair center statement; the customer stated, the unit was alarming, red light. The key failure was the compressor assembly was stuck. Additional malfunctions were leaking zip ties, leaking hose clamps, and a dirty pm kit.